Event description:
Patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 53, 379 mg/dl. Tests were done within 10 minutes with a difference of 134%. Patient did not experience any adverse events.